Event description:
It was reported that an ac voltage error message occurred. The event occurred during treatment. The cardiohelp was exchanged. No harm to any person has been reported. As the cardiohelp was exchanged, which is a potential risk for the patient, a report is needed. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that an ac voltage error message occurred. The failure occurred during treatment. No harm to any person has been reported. As the cardiohelp was exchanged, which is a potential risk for the patient, a report is needed. A getinge field service technician (fst) was sent for investigation. The failure could be replicated on site. The power supply unit and the ac mains connector were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and the error message "ac voltage error" could be confirmed on the date of event. A similar issue was already investigated by getinge life cycle engineering on 2015-11-19. It was determined that if the cardiohelp is disconnected from the power supply under load or if the connection at the ac plug is not adequately secured, arcs can form at the ¿loose¿ contact transitions. These cause short-term voltage fluctuations at the power supply and ac mains connector,, which can trigger a the reported error "ac voltage error".further, due to the age of the device and this components power supply unit and ac mains connector, age related aspects can be considered as well (manufactured on 2015-09-16)the cardiohelp system has a redundant power supply of an external power supply and battery supply. The redundant design of two usable batteries and the alarming about defect batteries cause a maximum safety. According to the instruction for use (chapter "check before every application", point 15) the user should only start the application when the batteries of the cardiohelp are fully charged and calibrated. An ac voltage error can occur if the device was disconnected/connected within 5 seconds. The device was manufactured on 2015-09-16. The review of the non-conformities has been performed on 2025-08-12 for the period of 2015-09-16 to 2025-08-07. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "ac voltage error" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (cardiohelp) has been manufactured on 2015. All maquet cardiopulmonary class ii products manufactured until the end of 2015 do not have UDI entries. Therefore, no UDI number is available.